Event description:
Pt had kerlix gauze bandage on arm. Pt was in bathroom and brushed against a lit candle igniting the gauze and causing a 2nd-3rd degree burn on her arm. Co has been unable to determine if the gauze is a medline product.